Event description:
The customer reported that one pattie was missing during surgery, and could not be seen under the x-ray. Eventually the surgeon found the pattie under the patient's drape, which was the same location where the x-ray was taken. Additionally, the surgeon held the pattie with a pair of forceps, took another x-ray, and still it could not be seen. As a result the surgery was delayed approximately 45 to 60 minutes. Patient is fine. The pattie is not available for evaluation. It was dispose of by the hospital.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. H3 other text : device was not returned

Manufacturer narrative:
On 4/14/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures.

Event description:
Customer called and reported that: "one pattie was missing during surgery, and could not be seen under the x-ray. Eventually the surgeon found the pattie under the patient's drape, which was the same location where the x-ray was taken. Additionally, the surgeon held the pattie with a pair of forceps, took another x-ray, and still it could not be seen. As a result the surgery was delayed approximately 45 to 60 minutes. Patient is fine. Pattie is not available for evaluation; it was dispose of by the hospital". On 4/14/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures.